Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigation confirmed the customer reported complaint. For clarification, the harmonic ace instrument was found with the distal end of the teflon pad lifted off its slot and the teflon pad on the clamp arm was also found to have thermal damage. The harmonic ace instrument was found to have melted marks and any missing material is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse. A review of the instrument log for the harmonic ace ((B)(4)) associated with this event has been performed. Per logs, the harmonic ace instrument was last used on (B)(6) 2022 on system sk5113. The instrument had 0 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the white gasket on the tip of the harmonic ace instrument fell off from the metal part. The procedure was completed with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-march-2022: the harmonic ace instrument was inspected prior to use, and no issues were noted. The surgeon was performing the cutting function at the time of the event. There was no report of instrument collision and no fragments fell into the patient. The harmonic ace instrument is available for the isi evaluation but the image or video of the last procedure was not available for the isi review.